Manufacturer narrative:
The cartridge blood set from this incident was received and submitted to visual inspection. (See the attached results of the sample analysis). A clinical investigation was conducted as conclusion the pt sustained a blood loss as evidenced by the reported decrease in hemoglobin. However, it can not be determined if the cause of the decreased hemoglobin is due to the retroperitoneal bleed or hemolysis as adequate lab data was not supplied by the facility. The cause of death for this pt is unk as well. A copy of the pt's treatment sheet was requested but denied by the clinic. The arterial and venous pressures during the treatment were verbally reported by the clinic. The pressures info support the observation of a kink in the arterial dialyzer line, as flow through the extracorporeal circuit would have been decreased due to the kink, however based on the visual inspection results no kinks on the arterial dialyzer line were found. It cannot be determined if the blood tubing set caused or contributed to this pt's death as inadequate info was supplied in this investigation to determine hemolysis or if hemolysis resulted in this pt's death.